Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp on (B)(6) 2009, that a jagtome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, post sphincterotomy, the device was being removed and the catheter split completely to the end of the catheter. The device was unable to be used again. The procedure was completed with the same jagtome rx sphincterotome device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.